Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. The patient was connected at the time of the alarm. This occurred during drain three of four of peritoneal dialysis therapy. The home patient stated they were trying to end their therapy for non-medical reasons when the homechoice alarmed system error 2367 in drain. The home patient stated the homechoice did not alarm before the system error 2367 and that they were still connected to the homechoice. The home patient requested assistance with ending therapy. The technical service representative assisted the home patient with ending therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.